Manufacturer narrative:
Other, other text: b5: additional information received on 27-sep-2022 via email and attached in complaint object: the pump did not fail while in use with a patient. H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. Error was found in the device ehl (event history log) multiple times. The customer stated problem was duplicated. Replaced mpu (memory protection unit) board and repaired latch/lock flex. The cause of the reported problem could not be determined. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR (device history review) is not required. Service history review identified this device was repaired for a similar issue on 12-jul-2022, so previous repair did not effectively address the issue. There is an existing ncr (non-conformity report) for intermittent latch/lock flex issues and the mpu (memory protection unit) board was not replaced on previous repair, so different action has been taken to address.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown.

Event description:
It was reported that the pump will not accept the cassette. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.